Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-58 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead had low pacing impedance and was unable to recognized atrial sinus rhythm. The lead was capped and replaced. No patient complications have been reported as a result of this event.